Event description:
The pt received her scs system on (B)(6) 2010 including a paddle lead. It was reported, the pt had fallen. As a result, she was taken to the hosp. X-rays were taken and no anomalies were revealed. Since the fall, she has been unable to receive adequate coverage. Invalid contacts were revealed during a reprogramming visit with an sjm rep. Even though contacts were invalid, reprogramming was able to provide coverage where needed. Attempts to gather add'l info were unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.